Event description:
This is a spontaneous case report received from a medical doctor in united states on 08-jun-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. On an unspecified date, hsg was done and showed one coil had perforated (tube). On (B)(6) 2016, both coils were removed and patient had bilateral tubal ligation. Quality safety evaluation received on 17-jun-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and according to hsg, one coil had perforated (the tube). The devices were removed 9 months after placement procedure. Uterine or fallopian tube perforation may occur during essure use mostly during difficult insertion or via false passage over time. In this case, limited information was provided. Nevertheless, given events nature per se, causal relationship with essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. The product technical analysis stated that as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-oct-2016: (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and according to hsg, one coil had perforated (the tube). The devices were removed 9 months after placement procedure. She recovered from the event. She stated she used mirena (levonorgestrel) previously and had bleeding on mirena. Mirena was removed at the time of essure insertion. Genital bleeding is anticipated in both essure and mirena´s reference safety information while fallopian tube perforation is anticipated only for essure. Although the exact date and mechanism of perforation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. Given the incompatible temporal relationship, this perforation is not related to mirena. Considering that mirena may cause bleeding and considering the lack of alternative explanation, a causal relationship with mirena cannot be excluded but it is unrelated to essure due to incompatible temporal relationship. This case is regarded as incident since device removal was required. A review of the manufacturing batch record confirmed that final the product met all release requirements. A product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Follow-up information received on 15-sep-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Uterine/tubal perforation with essure questionnaire was received on 30-sep-206: she had 6 pregnancies, 04 live birth and 02 spontaneous abortions. Ectopics, c-section and voluntary pregnancy termination were denied. Previous ius/iud use was reported. She had bleeding on mirena, removed at the time of surgery. On (B)(6) 2015 essure lot number c59252 was easily implanted. She was not breastfeeding at the time of insertion and there were no abnormal uterine findings prior to insertion. Her last delivery was not a c-section. Sounding and analgesia (mac, paracervical block) were applied during insertion. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20min. She had no complaints immediately after insertion. On (B)(6) 2016 hsg (hysterosalpingogram) was performed and showed that unilateral right perforation occurred (right ov fossa near proximal portion of tube, perforated through tube in abdomen) and right tube not occluded. Intra-abdominal structure or any organ not perforated. Essure in left tube was in correct position. She had no symptoms. On (B)(6) 2016 laparoscopic bilateral salpingectomy was performed and both coils were removed. Filmy adhesions were noted in right ov fossa where it was perforated. She recovered. Company causality comment: this spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and according to hsg, one coil had perforated (the tube). The devices were removed 9 months after placement procedure. She recovered from the event. She stated she used mirena (levonorgestrel) previously and had bleeding on mirena. Mirena was removed at the time of essure insertion. Genital bleeding is anticipated in both essure and mirena´s reference safety information while fallopian tube perforation is anticipated only for essure. Although the exact date and mechanism of perforation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. Given the incompatible temporal relationship, this perforation is not related to mirena. Considering that mirena may cause bleeding and considering the lack of alternative explanation, a causal relationship with mirena cannot be excluded but it is unrelated to essure due to incompatible temporal relationship. This case is regarded as incident since device removal was required. An updated product technical complaint analysis is being sought.